Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead from another manufacturer exhibited loss of capture when in unipolar, however lead was noted to capture in bipolar. Boston scientific technical services discussed programming to another vector at a revision procedure with the field representative. The pacemaker remains in service. No additional adverse patient effects were reported.